Event description:
Patient reported ¿swollen¿ and "rupture". Patient reported later "capsular contracture baker grade IV, pain and prosthesis rupture". Patient later reported "deformity due to contracture" and "small simple cysts measuring between 2¿5 mm", not considered device related. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.